Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9270931, medical device expiration date: 2024-09-30, device manufacture date: 2019-09-27, medical device lot #: 9143620, medical device expiration date: 2024-04-30, device manufacture date: 2019-05-23. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd luer-lok¿ syringes from lots 9270931 and 9143620 had unreadable scale markings and scuff marks on them. These were found prior to use. The following information was provided by the initial reporter: "the numbers on the syringe were unreadable and there is a scuff mark."

Event description:
It was reported that an unspecified number of bd luer-lok¿ syringes from lots 9270931 and 9143620 had unreadable scale markings and scuff marks on them. These were found prior to use. The following information was provided by the initial reporter: "the numbers on the syringe were unreadable and there is a scuff mark".

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to investigate it fully. However, the reported condition is probably caused by a jam on the assembly-printing line. Based on the investigation carried out and with no sample for analysis, the symptom reported by the customer cannot be confirmed. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. A trend analysis has shown that this is the only complaint received for this condition and lot number. H3 other text : see h.10.